Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a dissection and thoracic aortic aneurysm. The vessel morphology is severely angulated (over 90 degree) thoracic aortic neck. The aneurysm was 6.6 cm in diameter. On an unknown date a CT revealed that there was a proximal type I endoleak. The physician elected to implant a valiant 44x44x100 up to the brachiocephalic artery and another manufacturer¿s covered stent was implanted into the brachiocephalic to maintain patency. The type I endoleak was resolved. Four days later the follow up CT revealed that there was a proximal type I endoleak due to a gutter in the stent graft, where the other manufacturer¿s covered stent was in contact with the valiant 44x44x100 stent graft. There was also a report of a possible type iii separation between the valiant 42x42x150 and the valiant 42x38x150 stent grafts. An intervention was performed and the physician implanted a valiant 42x42x100, resolving the proximal type iii endoleak. The physician stated that the causes of the events were related to the patient¿s anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Review of planning worksheet from the study date revealed that 2 valiant stent grafts were implanted in the patient. The proximal main device (vamf4242c150tu) was implanted just caudal to the rcca and was covering the lsa; there was 12mm or less distance between the proximal fabric and the origin of the brachiocephalic. The distal main (vamc4238c150tu) overlapped the proximal main (unknown amount) and was positioned distally into the descending thoracic. The thoracic diameter near the brachiocephalic measured 39mm and near the proximal stent graft margin measured 40mm. The max diameter taa was 69mm and there was a possible proximal type I endoleak. The distal end of the distal main was 27mm in diameter and the thoracic diameter near the celiac was 30mm. There was no thrombus or calcification noted in either the proximal or distal implant sites. Review of 2 still 3d CT images from one month post implant revealed that an additional valiant was implanted proximally, up to the level (and possibly covering) the brachiocephalic artery which appeared to have been stented. The stent grafts are angulated ~180deg from the proximal to the distal end. There is a possible proximal type I endoleak noted near the junction of the chimney and proximal margin of the new cuff. The CT¿s and planning worksheet showed that contrast was seen within the taa sac from a possible endoleak originating near the proximal graft margin and also near the junction of the two originally implanted devices. There is currently <(><<)>12mm of proximal seal length and the taa diameter is 66mm. The stent grafts appeared patent and no other issues were observed. The exact cause of the proximal type I endoleak could not be determined from the limited still images provided. The pre-implant anatomy and earlier post-implant films were not available for return. It is possible that the short proximal seal length may have contributed. The chimney stent placed along the proximal seal of the recently implanted proximal cuff may have also contributed to the reported post-intervention proximal type I endoleak. The cause of the possible type iii separation could not be determined. The amount of overlap at implant and currently is unknown. It is possible that lack of stent graft diameter oversizing along the junction may have contributed. The patient¿s tortuous anatomy may have also contributed.